Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) removed and replaced due to fluid loss. No patient complications were reported in relation to this event. Additional information received states the device was explanted due to a collapsed pump and "obvious heterotopic bone.".

Manufacturer narrative:
Correction information provided in: b5 and h6. D4: model number: 72404155; lot number: 706587004; model description: reservoir 65 ml pc/iz. Device evaluation provided in h6 and d10. Complaint was re-opened in order to update the device analysis investigation. Device evaluation: analysis of the returned device found a leak in the kink resistant tubing (krt) at the pump strain relief krt junction due to fatigue. The cylinders performed within specification. The pump was not functionally tested due to contamination and leak in krt. The reservoir was not returned.

Manufacturer narrative:
Model number: 72404155, lot number: 706587004, model description: reservoir 65 ml pc/iz. Device evaluation provided in h6 and d10. Complaint was re-opened in order to update the device analysis investigation. Device evaluation: analysis of the returned device found a leak in the kink resistant tubing (krt) at the pump strain relief krt junction due to fatigue. The cylinders performed within specification. The pump was not functionally tested due to contamination and leak in krt. The reservoir was not returned.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) removed and replaced due to fluid loss. No patient complications were reported in relation to this event.